Event description:
High level hyperglycaemia (26-28 mmol/l). [Hyperglycaemia] push button of novopen 3 out of work [device malfunction]. Case description: does the incident represent a serious public health threat: no. This serious spontaneous case reported by an endocrinologist from ukraine and concerns a (B)(6) female patient with type 2 diabetes mellitus who was using novopen 3 (insulin deliver device) and reported "push button of novopen 3 out of work" and "high level hyperglycaemia (26-28 mmol/l)" beginning on an unk date in (B)(6) 2014. (B)(6). Medical history includes type 2 diabetes mellitus (since 2001), arterial hypertension stage ii and ischemic cardiac diseae (since 2000), and proliferative diabetic retinopathy (vision od 0.2 os 0.04) (artificial lens implants in both eyes) since 2008. No prior history of hyperglycaemia). The patient had reportedly using novopen 3 with protaphane hm penfill (long acting human insulin), actrapid hm penfill (fast acting human insulin) from 2001 and drugs use on-going. It was reported that on an unk date in (B)(6) 2014 the push button of novopen 3 was out of work and it was impossible to make insulin injections. Hb a1c (glycosylated haemoglobin) on (B)(6) 2014 was 12.8%. On (B)(6) 2014 patient was admitted to the hospital due to high level hyperglycaemia (26-28 mmol/l). It was reported that due to lack of vision patient could not control the fullness of the insulin dosage injected. On (B)(6) 2014 after novopen 3 was replaced by a new one (patient start to use new device with same insulin cartridges), blood level glucose returned to normal levels and the patient was discharged from the hospital on (B)(6) 2014. Suspected product was stored according to recommendations and there were no changes in exercise/physical activity. Operator was trained in use of novopen 3. It was also reported that function test performed and device did not pass the test. Approx age of device was 13 years (from 2001). The overall outcome was reported as recovered on (B)(6) 2014.